Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two unopened representative samples. Through the visual inspection, damage was not observed to the catheter tubing. A functional test was then performed where the needles were retracted where damage was also not observed. Furthermore, a leak test showed no leakage present. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in was damaged, but still operable. The following information was provided by the initial reporter: "I spoke with customer on (B)(6) 2020 via phone and she stated that the incident happened on multiple patients on (B)(6) 2020 and again on (B)(6) 2020 and they decided to pull the lot. Customer is unable to provide patient identifiers. Description: over the weekend, may 23-25th, the emergency department noticed several nexiva dual ports were splitting. The ed staff is well experienced with nexiva and believed to track the issue to just this lot number. No patients were harmed."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(6). Initial reporter occupation: wcr regional director, supply chain operations.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in was damaged, but still operable. The following information was provided by the initial reporter: "I spoke with customer on 5/28/2020 via phone and she stated that the incident happened on multiple patients on (B)(6) 2020 and again on (B)(6) 2020 and they decided to pull the lot. Customer is unable to provide patient identifiers. Description: over the weekend, may 23-25th, the emergency department noticed several nexiva dual ports were splitting. The ed staff is well experienced with nexiva and believed to track the issue to just this lot number. No patients were harmed."